Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while prepping a 3.5x18mm rx xience alpine drug-eluting stent (des) system, the yellow protective sheath and mandrel were pulled off of the stent without resistance and the stent dislodged from the balloon with the part of the stent in the protective sheath and partially on the mandrel. The device was not used in the patient and this did not cause or contribute to a clinically significant delay. Another unspecified device was used to complete the procedure. No additional information was provided.